Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that during implant placement doctor was unable to seat the healing collar (hc345) into the implant. Procedure was completed using another healing collar instead. Tooth location 28.

Event description:
Additional information was received. Healing collar was returned and investigation was reopened and completed.

Manufacturer narrative:
One healing collar (hc345) was returned for investigation. Implant associated to the event was not returned and visual evaluation of the implant could not be performed. However, the customer reported that the implant was integrated and viable. Visual evaluation of the as returned healing collar identified that the threads were damaged. Functional testing was performed using an in-house implant. The device could not seat all the way in the in-house implant. Pre-existing patient conditions are not relevant to this complaint. The reported devices were being placed on tooth # 28 when the incident occurred. X-ray or picture images were not provided and no other information was provided. DHR review for the lots (63815292) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lots (63815292) for similar event and no other complaint was identified. February post market trending was reviewed and there were no actionable trends or corrective actions for the reported event or devices. Therefore, based on the available information and functional testing device malfunction with respect to the healing collar did occur and the reported event was confirmed. Implant malfunction did not occur.

Manufacturer narrative:
The healing collar (hc345) was not returned for investigation. Therefore, visual inspection could not be performed. The investigation was performed based on the available information (DHR, ifus and risk files). Functional testing could not be performed since the device was not returned. Pre-existing patient conditions are not relevant to this complaint. The reported devices were being placed on tooth # 28 when the incident occurred. X-ray or picture images were not provided and no other information was provided. DHR review for the lots (63815292) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event or devices. Therefore, based on the available information, the reported malfunction and event could not be verified since the devices were not returned. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.